Manufacturer narrative:
Evaluation summary : it was caused due to an excessive force applied on the insertion flexible tube (ift). In addition, we confirmed that the ccd module defect, the light guide fiber bundle (lcb) disconnection, and the u/d and the r/l pulley wires stretch; however, these are not related to the alleged complaint. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
Insertion tube loosened, leaky. This event occurred at the time of reprocessing. There was no report of patient harm.